Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse addressed this by reprogramming the system as recommended, which resolved the issue without needing any part replacements. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during case setup, a biomed called technical support to report a restart da vinci message with a 297 error. The technical support engineer (tse) instructed the customer to remove the blue fiber cables from the surgeon consoles and patient cart and perform a hard power cycle on each component. The tse then had the customer isolate the surgeon console with ID 10850694, but the system still powered up with the same restart da vinci message even with only one console connected. The error logs indicated a 311 golden image error. The customer reported event has no report of patient injury.